Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a pinhole on the connecting tube. In addition to the image guide corrugated tube had coating peeling due to deterioration, the additional evaluation findings are as follows: due to damage on the channel tube, channel cleaning brush could not be inserted smoothly; control unit was damaged; due to damage on the image guide bundle, the image had a stain; connecting tube had a dent; and the venting connector under the grip is shaved. The following device components were scratched: control unit, connecting tube, eye piece, diopter, scope cover, grip, up/down plate, and the angulation lever. The event can be detected/prevented by following the instructions for use which state: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope had leakage from near the operation part. There was no patient harm associated with the event. The device was returned and evaluated, and the image guide corrugated tube had coating peeling. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.